Event description:
It was reported that the system 6800 would not initialize. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A service call had been scheduled, in order for a ge service representative to evaluate the system. The service call was cancelled at the customer request. No other info reported. An add'l report will be generated and submitted, if further info becomes available.